Event description:
Pt developed adhesions and bowel obstruction following initial incisional hernia repair. Nine days following implantation the pt was returned to or for surgical removal of the mesh.